Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. The customer alleged that the pump was not working properly, however this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.